Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined because the subject device was not returned to olympus. Based upon the information from the user, omsc surmised that the reported phenomenon was attributed to the followings. - due to influence other than the subject device. - due to the temporary failure of the subject device.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during an unspecified procedure, it was found that the overpressure alarm sound was generated frequently while insufflation. There was no report of patient injury associated with the event.